Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not flow during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Mfg date: - the lot was manufactured from august 25, 2015 ¿ august 26, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supple